Event description:
This was a lead extraction case performed in the hybrid or to remove 4 leads due to infection. The first 3 leads were removed without incident. The fourth lead, (medtronic 4195 starfix) was then attempted. The lead was affixed to the coronary sinus (cs), and the cs was perforated upon removal. Because patient's arterial pressure remained stable, the cs perforation remained unknown for approximately 40 minutes. The blood pressure then dropped, so the physician began inserting wires for a 'permanent' temporary system. The patient's blood pressure continued to drop, so the CT surgeon opened the patient's chest and repaired the cs perforation. The patient slipped into dic (consumptive coagulopathy) and although approximately 30 units of rescue platelets and other coagulant therapy were administered, the bleeding continued. After about 45 minutes of rescue attempt, the patient expired.